Manufacturer narrative:
One device was returned for analysis. As received, there were no damages or anomalies observed. Functional testing was performed. A downstream occlusion (dso) alarm was observed. An occlusion was observed proximal to the filter inlet. Upon closer inspection under magnification, a solvent membrane was observed. The complaint of an occlusion can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Event description:
It was reported the medication didn't flow. This occurred during priming in late (B)(6) 2026.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.